Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for noise was noted on a merlin transmission. Patient reported feeling lightheaded at the time of the episode and atp therapy was delivered. Tachy therapies were disabled and device was reprogrammed. The patient was scheduled to see physician to discuss options. During the scheduled visit, it was noted that atp therapy was received due to misinterpretation of vt episode. Patient reported low heart rate, as well as lightheaded for several minutes during the episodes. Patient is pacer dependent. It was noted that lead fracture was observed and recommended lead extraction. During the procedure, the patient developed a small pericardial effusion and then developed hypotension. Furthermore, ra and svc laceration had occurred requiring pericardial window and ultimately a median sternotomy for repair. The lead was then extracted and replaced. Patient was discharged in stable condition.